Event description:
A malfunction alarm identified as "malf 9" was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully performed the reset, and was advised to continue using the pump. They were also instructed to call back if the malfunction recurred, which the customer acknowledged and understood.